Manufacturer narrative:
The cause for the reported condition could not be reliably determined as the subject device was returned to the MFR severely damaged due to resterilization by the user facility.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.